Event description:
It was reported that the patient was a recent quadriplegic and was suffering from repeated bladder infections. Customer stated that these appeared most often with a buildup of sediment in the catheter in which the tube became blocked and the urine was forced back through the penis. Customer said that they understood that the suprapubic catheter must be narrow to fit inside the body but surely if the tubing was wider on exiting it would allow the sediment to flow and not cause a blockage. Customer wanted some research being done on this problem since it was one that caused significant damage to many like them. It appeared the sediment issue was an ongoing one with this type of injury but perhaps an adjustment in the catheter could lessen the damage. It was unknown what medical intervention was provided for bladder infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.